Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. During the second puncture attempt, it was discovered that there was 7cm of pericardial fluid over the ra. The blood pressure dropped and the heart rate may have increased; therefore, medication was administered. The procedure was discontinued and the patient was kept for observation. It was suspected that the transseptal needle/catheter caused the bleed. As of (B)(6) 2015, the patient was still hospitalized, with no change in condition. There was pericardial fluid present, but it was not hemodynamically significant. The patient is still in heart failure (as before the procedure). The patient is not a surgical candidate and a new mitraclip attempt will not be performed. No additional information was provided. The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The steerable guide catheter referenced is being filed under a separate medwatch MFR number.

Event description:
This is filed to report that during use with the clip delivery system (cds), a pericardial effusion was observed over the right atrium. The procedure was aborted and the patient was hospitalized. It was reported that the mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. The patient had a large atrium due to prolonged atrial fibrillation, which made the septal puncture very difficult. Although it was as anterior as possible, the puncture site was 5.0 cm above the valve. The clip delivery system (cds) was advanced to the left atrium (la); however, due to the height, the cds was close to the aorta. Several attempts were made to compensate, but no satisfactory grasp was possible. The devices were removed to make a second puncture. After removal, a tear was observed in the steerable guiding catheter (sgc) hemostatic valve, thought to be due to cds removal.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the information provided to abbott vascular, the manufacturing records and complaint history. The investigation determined that the physical resistance leading to difficulty grasping the leaflet appear to be related to patient morphology/pathology. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.